Event description:
It was reported in an article (william, a., azad, t.d., brecher, e., cherry, t., bernstein, I., bruce, d.m., rohrer, s., smith, z., william, m., sabelman, e., heit, g., pezeshkian, p.,sedrak, m. Trigeminal and sphenopalatine ganglion stimulation for intractable craniofacial pain-case series and literature review. Acta neurochirurgica. 2016. 158:513-520. Doi: 10.1007 /s00701-015-2695-y) that three patients who had trigeminal ganglion trial implants with percutaneous (hartel-type approach) trg stimulation had untoward masseter contraction, limiting stimulation effects, regardless of electrode tip location beyond the clivus. For this reason, electrode grids were placed via craniotomy over meckel's cave, which allowed selective stimulation of the trigeminal nerve subdivisions without this side effect. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).